Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly. Customer advised the buttons are stiff when pressed and they hurt their fingers trying to press the buttons. Customer advised they will use their old insulin pump. Customer is dissatisfied with the new device and will revert to their old device.